Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to inspect and clean various parts of the pump and assisted with loading the cartridge. The customer was able to successfully complete the load process and resume insulin delivery.